Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's right eye on (B)(6) 2012. The surgeon attempted to reposition the lens due to decentration. The surgeon decided to explant the lens and the lens was explanted on (B)(6) 2012. Lens was exchanged, a longer length (13.2) lens with same diopter size was implanted. The cause of this event was due to problem with pt's zonules. Reporter stated this was the primary lens implanted and explanted on the same pt and same eye. The lens was discarded by the facility. See MFR #2023826-2012-00993 secondary lens.

Manufacturer narrative:
(Secondary surgery). (Lens, decentration of). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).